Event description:
Plaintiff alleges being disgnosed as being allergic to latex after her exposure to latex exam gloves. She alleges that as a result of the exposure, she has become sensitized to latex and is now subjected to increased health risks. In addition, she alleges she is now subject to one or more anaphylactic reaction. Plaintiff's spouse, alleges loss of consortium of his wife.